Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the came to the emergency department with bradycardia and altered mental status. A remote monitoring transmission indicated that there was loss of capture on the right ventricular lead on the current electrogram as well as on stored episodes. The lead was noted to be dislodged and decreased sensing was also noted. The lead was capped and replaced a few days later. No further patient complications have been reported as a result of this event.